Event description:
The customer reported fraction of inspired oxygen issue during use on a patient on the avea ii ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and the unit passed the prechecks but the fio2 (fraction of inspired oxygen) delivered and monitored are both off from the setting. The unit delivers 73% at 40% setting and the monitored value is 57%. A new o2 sensor was tried and calibrations related to fio2 were performed but there was no change. The gde (gas delivery engine), manufacturing strings were replaced and sn was reset. A full operational verification procedure was performed and the fio2 is now within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and the unit passed the prechecks but the fio2 (fraction of inspired oxygen) delivered and monitored are both off from the setting. The unit delivers 73% at 40% setting and the monitored value is 57%. A new o2 sensor was tried and calibrations related to fio2 were performed but there was no change. The gde (gas delivery engine), manufacturing strings were replaced and sn was reset. A full operational verification procedure was performed and the fio2 is now within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen issue during use on a patient on the avea ii ventilator. At this time, there is no information regarding patient harm associated with the reported event.